Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, at the third clip the device stopped to work as intended. The clips detached from the device. The procedure was completed by using a competitor's endoloop. Procedure was prolonged for less than 30 minutes. There were no adverse consequences for the patient. .